Manufacturer narrative:
Additional information was received stating that the mechanical ventilation is still working and available. This was not a reportable malfunction. Additional information was received stating that the mechanical ventilation is still working and available. This was not a reportable malfunction.

Manufacturer narrative:
No report of patient involvement. UDI # (B)(4). A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The bellows pop off valve was replaced and the unit was returned to service.

Event description:
The hospital reported a leak resulting in the loss of mechanical ventilation. There was no report of patient involvement.